Manufacturer narrative:
As reported on smart study ((B)(6)), the patient underwent an index procedure for treatment of a right iliac artery lesion using a s.m.a.r.t. (Control) nitinol stent system. A single stent was implanted via femoral access (7f sheath), with general anesthesia and ipsilateral vascular access. Device-specific details indicate a stent size of 7 mm diameter × 40 mm length, with full deployment achieved using balloon dilatation and no procedural complications or adverse events reported. Early follow-up at approximately 3 months post-procedure demonstrated no device deficiency or adverse events. A subsequent follow-up at about 6 months also showed no device-related issues. At around 7 months, findings remained stable without complications. However, at approximately 18 months, imaging identified in-stent restenosis, which was later confirmed as ~65% stenosis of the stented segment and required reintervention (drug-coated balloon angioplasty). This event was considered mild and causally related to the device but resolved following treatment. Long-term follow-up at approximately 61¿63 months (¿5 years) continued to show no device deficiency or additional adverse events after the reintervention. Throughout follow-up, no further target lesion revascularization events were reported beyond the restenosis episode, and the patient remained stable through study completion.the ¿in-stent arterial restenosis¿ approximately 18 months post-implantation, imaging identified in-stent restenosis, subsequently characterized as approximately 65% stenosis of the treated segment, which required reintervention with drug-coated balloon angioplasty. The event was reported as mild, assessed as causally related to the device, and resolved following treatment. A single s.m.a.r.t. (Control) nitinol stent system was successfully implanted in the right iliac artery, with no procedural complications or immediate adverse events reported. Follow-up assessments at approximately 3, 6, and 7 months post-procedure demonstrated no device deficiency or adverse events. No device-related mechanical issues, including fracture, migration, embolization, or thrombosis, were reported. Subsequent long-term follow-up through approximately 61¿63 months demonstrated no additional device deficiencies, adverse events, or repeat target lesion revascularization, and the patient remained clinically stable through study completion. Based on the available information, there is no evidence of device malfunction, and the restenosis represents a known clinical outcome managed successfully with reintervention. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ the information available does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported on smart study ((B)(6)), the patient underwent an index procedure for treatment of a right iliac artery lesion using a s.m.a.r.t. (Control) nitinol stent system. A single stent was implanted via femoral access (7f sheath), with general anesthesia and ipsilateral vascular access. Device-specific details indicate a stent size of 7 mm diameter × 40 mm length, with full deployment achieved using balloon dilatation and no procedural complications or adverse events reported. Early follow-up at approximately 3 months post-procedure demonstrated no device deficiency or adverse events. A subsequent follow-up at about 6 months also showed no device-related issues. At around 7 months, findings remained stable without complications. However, at approximately 18 months, imaging identified in-stent restenosis, which was later confirmed as ~65% stenosis of the stented segment and required reintervention (drug-coated balloon angioplasty). This event was considered mild and causally related to the device but resolved following treatment. Long-term follow-up at approximately 61¿63 months (¿5 years) continued to show no device deficiency or additional adverse events after the reintervention. Throughout follow-up, no further target lesion revascularization events were reported beyond the restenosis episode, and the patient remained stable through study completion.